Manufacturer narrative:
Patient weight was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, after registering the patient, the system was flickering between the straight suction and microdebrider. This occurred while the surgeon was using the microdebrider. The site completed the case with the flickering and there was no reported surgical delay. There was no reported impact to patient outcome. A manufacturer representative reported that the surgeon usually rests the suction on the chest and it would slide off into the field during the procedure. The representative went on-site and was able to replicate the issue. The representative reported that the flickering stopped once the tool was removed from the field.